Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch/lot: 18096675/ 18096675.